Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Iol returned positioned incorrectly in the iol case, the iol is caught in the lens case locking mechanism resulting in gross optic and haptic damage. A significant amount of solution is dried on both surfaces of the optic and haptics. One haptic is adhered to the optic surface in a folded position. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "lens was scratched" . The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) was scratched. There was no reported patient contact. Additional information was requested.